Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a damaged/broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The surgical task performed when the issue occurred was seizure of myoma nodule. The instrument did collide with another instrument or tool during the procedure. There were no issues related to opening/closing, left/right (yaw) or up/down (pitch) motions. A cable was visibly protruding from the distal end of the instrument. The protruding cable controls the opening/closing of the jaws. A fragment did not fall into the patient¿s anatomy.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.